Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator showed oversensing of the respiratory rate trend (rrt) on the right atrial lead. High impedance out-of-range was noted. Technical services recommended turning of the rrt feature and bringing the patient to clinic for troubleshooting to know if the issue is related to spring contact issues or lead damage. Attempts to obtain additional information were unsuccessful. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator showed oversensing of the respiratory rate trend (rrt) on the right atrial lead. High impedance out-of-range was noted. Technical services recommended turning of the rrt feature and bringing the patient to clinic for troubleshooting to know if the issue is related to spring contact issues or lead damage. Attempts to obtain additional information were unsuccessful. This device remains in service and no adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance measurements greater than 200 ohms. The health care professional (hcp) stated that the right atrial (ra) lead had been turned off, the patient is in a persistent atrial fibrillation (af) but ra lead appeared to be on. Technical services (ts) discussed troubleshooting options. This crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.